Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, fenestrated bipolar forceps (fbf) instrument was found to have a broken wire. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) involved with this complaint and completed the device evaluation. Failure analysis could not reproduce the reported complaint. Visual inspection was performed and found no broken cables. Additional observations, which were not reported by site and not related to the customer reported complaint: the instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed an electrical continuity test. The instrument was found to have a broken yaw pulley. The broken piece was missing as a result of breakage. Size of missing piece is approximately 0.032¿ x 0.027¿. The instrument was found to have a dislodged cable crimp at the distal end. This is likely due to the broken yaw pulley observed.